Event description:
In 2002 rptr was contacted about a product alert. Rptr was told that somebody would be on site in 30 days to install the update. Rptr called MFR contact number in 7/02 about the status of the update. There is still no response/correction.

Event description:
Add'l info received from MFR on 11/04/2002: this letter is in response to the FDA correspondence the co received oct 25, 2002. The software upgrade referred to in the medwatch report was completed august 30, 2002 several days prior to the submission of the report. The software upgrade was required to address a hardware issue with the illumena injector. All affected hospitals received a phone call and written notification concerning the subject anomaly in april 2002. Along with the initial recall notification, the hospital(s) received written instructions on how to operate the injector until the software upgrade was performed. Also included with the notification was a laminated instruction card that could be attached to the equipment for referral. The illumena injector was the last of the seventeen affected units to received the upgrade. The recall, #z-104602, was closed and a letter sent to the regional FDA office on september 6, 2002.